Manufacturer narrative:
The event occurred (B)(6): na.

Event description:
The customer complained of a questionable elecsys estradiol ii assay result for 1 patient sample test on a cobas 8000 e 602 module. The initial estradiol result was <5 ng/l. The repeat result was 139.7 ng/l the erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot information was not provided. The field engineering specialist cleaned the sample probe. He checked the liquid level detection and found it was unstable. He replaced the sample probe and adjusted the liquid level detection. Qc testing was performed with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
The field engineering specialist changed the measuring cell and a syringe block. Following the performed service activities, the system has been working fine. The investigation did not identify a product problem. The cause of the event could not be determined.